Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that this lead was involved, with pocket erosion. Rv threshold less than 1. Rv lead bipolar. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).